Event description:
This serious spontaneous device report was from a consumer which was then medically confirmed by a nurse in the united states. The pt, a (B)(6) female, received her first euflexxa (1% sodium hyaluronate) injection into her right knee due to complications of rheumatoid arthritis and experienced not feeling good, high blood pressure and blood sugars elevated. On (B)(6) 2012, the pt received her first euflexxa injection (lot # unk, expiration date 2013) into the right knee for the indication of complications due to rheumatoid arthritis (off-label). On (B)(6) 2012, the pt woke up not feeling well, and her blood pressure was sky high, 200/120. On (B)(6) 2012 the pt called the prescribing physician's office, and then that evening went to urgent care because her blood pressure was still 200/100. The pt was treated with an unspecified high blood pressure pill, although later that night her blood pressure went back up to 170/110. The pt took the second dose and it only lowered the blood pressure for about one hour and then went back up again. The pt reported her blood pressure did not respond to the medication and planned to go to the hospital on (B)(6), 2012. On (B)(6), 2012, the pt also reported her blood sugars were a bit elevated in the 200s. The pt reported her blood sugars usually run in the low 100's. The pt denied starting any new medications. At the time of reporting, the outcome of the events was unk. Concomitant medications were reported. Medical history was reported. Additional information was received on (B)(6) 2012: case medically confirmed. Lot # was unk; updated expiration date. Further information was requested. If new significant information is received, a re-evaluation of the report will be performed.